Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The inlet filter vent port appeared to be wetted out. No other defects or abnormalities were observed. The set was flushed with water and a leak was observed at the inlet air vent port of the filter. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter the following information was received by the initial reporter with the following verbatim. It was reported by customer that the infusion set was leaking and not usable to deliver tpn to patient please note the discoloration seen in the tubing is from the.